Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product was not returned to zimmer biomet facility. Zimmer biomet employees evaluated device at the (B)(4) facility. Product was not returned to zimmer biomet facility. Zimmer biomet employees evaluated device at the (B)(4) facility. A review of the provided data and the visual examination of the components have indicated the presence of wear stripes on the femoral head and wear patches on both bearing surfaces. These features likely indicate that edge loading or subluxation of the components occurred. Such mechanisms may arise when the acetabular component is sub-optimally positioned or if the patient has a degree of joint laxity, the former of which seems possible considering that the cup inclination angle was measured to be lower than that recommended in the surgical technique. This could have disrupted the stresses in the system, leading to a breakdown in lubrication and the aforementioned observations. This may have been further exacerbated by the loading through the joint which, considering the patient's bmi puts her in the category of overweight, could be considered to have been high. The angle of anteversion was acceptable. Note also that the selection of a taper adaptor with +3mm neck could also suggest a concern with joint laxity at the time of primary surgery. The indentations and scratches on the bearing surfaces suggest that a third body was present, the source of which is unclear. Together with a breakdown in the lubrication of the articulation due to positioning, these factors could have encouraged the generation of the large loculated fluid collection around the right prosthesis. However, it is worth noting that the patient's co and cr levels were detected to be below the limit defined in mda/2012/036. It is noted from the visual examination of the components that there was some black residue present towards the edge of the female taper on the adaptor; however the redlux measurements of this surface indicated that there was very little material loss and hence the contribution of this to the reason for revision may have been limited. There are warnings in the package insert that state these types of events can occur: under warnings and precautions, number 2 states, "clinical outcome may be affected by component positioning." Number 3 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Number 4 states, "malalignment of components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." Number 6 states, "improper preoperative or intra-operative implant handling or damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture, and/or excessive wear." Number 20 states, "malalignment of the resurfacing head and shell components can cause wear, device fracture or failure." Under possible adverse effects, number 1 states, "material sensitivity reactions." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 11 states, "wear and/or deformation of articulating surfaces." Number 27 states, "wear and corrosion of the metal components can cause an ¿adverse reaction to metal debris (armd)¿, which can damage the surrounding bone and soft tissues." This report is number 3 of 3 mdrs filed for the same event (reference 3002806535-2015-04063/04064 & 04066).

Event description:
It was reported from south hampton laboratory that patient enrolled in a clinical study and underwent a right total hip arthroplasty on (B)(6), 2007. Subsequently, a revision procedure was performed on (B)(6), 2013 due to adverse reaction to metal debris (armd). Operative report notes wear of the acetabular cup and modular head, a cystic lesion, femoral lysis and fretting of the femoral stem, modular head and taper adapter.